Manufacturer narrative:
Device evaluated by MFR: one device was received with the tip unraveled. The guide wire is severely elongated and unraveled on distal end section. The entire length of the wire was examined (tactile method) and on several sections the teflon peeled, exposing the coating. Evidence of core wire fracture at 138 cm from the proximal end; the device was sent to the analytical lab to determine the cause of the fracture. The failure exhibited evidence of an elongated dimple rupture in twist direction. No material anomalies were found. Fracture was due to a torsion overload. The guidewire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an nephrology tube exchange, removal difficulties were encountered. The amplatz s/s (B)(4) wire and the plastic stylet from the nephrology tube were stuck together. They had difficulties removing it from the patient. Once outside the patient it was noted that the guide wire was stretched out and the tip of the wire had started to unravel. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an nephrology tube exchange, removal difficulties were encountered. The amplatz s/s (B)(4) wire and the plastic stylet from the nephrology tube were stuck together. They had difficulties removing it from the patient. Once outside the patient it was noted that the guide wire was stretched out and the tip of the wire had started to unravel. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.